Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow-up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer reported, he thought that "his blood sugar was low but he couldn't verify it by testing". Customer also reported that he took two glucose tablets. There was no report of death, serious injury or third-party medical intervention.